Event description:
Physician was attempting to implant three endeavor resolute drug-eluting stents (3.00mm x 15mm, 3.00mm x 18mm <(>&<)> 3.00mm x 30mm) to a lesion in the lad with 90% stenosis but the devices could not cross. The physician changed a new resolute 3.0 x 18mm to complete the procedure. The lesion was pre-dilated. No abnormality noted in the inspection before using. No resistance was noted at the lesion. The device (3.00mm x 30mm) was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged no clinical sequelae were reported. Evaluation summary: the 6th, 7th, 10th and 11th proximal segments and the 12th and 13th distal segments had overlapping struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).